Event description:
Device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. Retainer = black. Case type = ngp. The customer returned the pump for alleged recurring insulin flow blocked alarms during both basal and bolus deliveries found on 11/4/2022. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms were noted during testing. Successfully downloaded the trace and history files using thump. A review of the history files reveals the following no delivery alarms for the event date (11/4/2022): 16:14:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) cl1glucosecorrectionplusfoodbolus 16:15:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) cl1glucosecorrectionplusfoodbolus 16:16:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) cl1glucosecorrectionplusfoodbolus 16:18:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) basal 19:28:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) cl1glucosecorrectionplusfoodbolus 21:29:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) basal. 22:33:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) cl1autobolus. 22:58:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) cl1autobolus. 23:48:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) basal. The pump was cut open for visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained serial number label, and pillowing keypad overay the insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm was noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had insulin flow blocked, recuring during basal and bolus delivery. Blood glucose value at the time of event was unknown. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.